Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 43 due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received pump error alarm during rewind. The customer¿s blood glucose level was unknown at the time of incident. The device will be returned for analysis.